Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
Device 4 of 4 reference. MFR reports: 3006705815-2017-01597, 300670815-2017-01608, 1627487-2017-06950. It was reported the patient had incision and drainage surgery at his scs leads for infection. No scs devices were explanted. The patient's therapy was restored post-operatively.